Event description:
The us based hospital biomed department noted a red battery alarm on a console. There was no patient harm or injury as there was no noted patient use at time of observation.

Manufacturer narrative:
The impella console device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.